Manufacturer narrative:
Concomitant medical products: c4tr01 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis. The patient was given antibiotic treatment. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.